Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated: ¿low or no vacuum in tube. Phlebotomist reported on several occasions, difficulty collecting blood as the tube had very low vacuum or no vacuum at all resulting in a second puncture in some instances. In the most recent incident the patient was a child.¿

Event description:
It was reported during use the bd vacutainer® k2e 5.4mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated : ¿low or no vacuum in tube. Phlebotomist reported on several occasions, difficulty collecting blood as the tube had very low vacuum or no vacuum at all resulting in a second puncture in some instances. In the most recent incident the patient was a a child.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/2/2020. H.6. Investigation: bd received 20 samples for investigation. The samples were evaluated by draw water testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.